Event description:
Case description: investigational result name: novopen 4, batch number: aug1293 visual examination and functional testing were performed. Dirt was observed on the cartridge holder, piston washer,dose selector, inside the window the type of pen cap was pen five. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.the function of push button was normal. Piston rod can move freely it was not possible to detect the alleged fault. The product was found to be normal. The dose accuracy was measured by weighing using a random cartridge.the result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Name: novolin30r penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following expected date of final report extended to 25-oct-2023. Investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly final manufacturer's comment: (B)(6) 2023: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Investigation is completed. During examination of the product, no irregularities related to the complaint were detected. However, needle re-usage and storing the device with needle attached are assessed as contributing factors for blood glucose increased in the patient. H3 continued: evaluation summary name: novopen 4, batch number: aug1293 visual examination and functional testing were performed. Dirt was observed on the cartridge holder, piston washer,dose selector, inside the window the type of pen cap was pen five. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.the function of push button was normal. Piston rod can move freely it was not possible to detect the alleged fault. The product was found to be normal. The dose accuracy was measured by weighing using a random cartridge.the result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Fasting blood glucose was 28 (mmol/l). [Blood glucose increased]. The patient suspected that there was something wrong with novopen 4. Sometimes it was fast when pushing, and sometimes it could be not pushed. [Drug delivery system malfunction]. Patient leave the needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "fasting blood glucose was 28 (mmol/l).(fasting blood glucose increased)" beginning on (B)(6)2023, "the patient suspected that there was something wrong with novopen 4. Sometimes it was fast when pushing, and sometimes it could be not pushed.(drug delivery system malfunction)" with an unspecified onset date, "patient leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, and concerned a 83 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novolin 30r penfill (insulin human) (dose, frequency & route used- #1: 50 iu, qd(30 u in the morning and 18-20 u in the evening and regimen #2: unk (increased the dose) ongoing)) from unknown start date and ongoing for "type 2 diabetes mellitus", patient's height: 174 cm. Patient's weight: 80 kg. Patient's bmi: 26.42356980. Current condition: hypertension since 10 years, type 2 diabetes mellitus for 35 years. Concomitant medication: antihypertensive medication(not provided). The patient injected novolin 30r for 22 years, 30 u in the morning and 18-20 u in the evening. Two days ago (about (B)(6) 2023), fasting blood glucose(blood glucose) was 28 mmol/l. The patient suspected that there was something wrong with novopen 4. Sometimes it was fast when pushing, and sometimes it could not be pushed. The patient was also told to operate the pen according to the requirements of the package insert. It was reported that force needed to inject feel different from normal while applying patient reused the needle and leave the needle attached to the pen in between injections, was not trained by a health care professional in the use of the novopen. Patient some times do changes in his diet, patient attaches the needle to the pen in a 180 degree angle. Patient stored the insulin in use at room temperature 20-25 degrees celsius, reported that patient did not changed any other recent novopen to the current novopen. The production date for batch number aug1293 exceeded 9 years. Batch number of novopen 4 was aug1293 batch number of novolin 30r penfill was not reported. Action taken to novopen 4 was not reported. Action taken to novolin 30r penfill was reported as dose increased. The outcome for the event "fasting blood glucose was 28 (mmol/l).(fasting blood glucose increased)" was not reported. The outcome for the event "the patient suspected that there was something wrong with novopen 4. Sometimes it was fast when pushing, and sometimes it could be not pushed.(drug delivery system malfunction)" was not reported. The outcome for the event "patient leave the needle attached to the pen in between injections(device stored with needle attached)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Preliminary manufacturer's comment: 25-aug-2023: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Investigations are ongoing. However, needle re-usage and storing the device with needle attached are assessed as contributing factors for blood glucose increased in the patient.